Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reported event occurred due to any of the following causes. There was a change in the supply voltage and overcurrent occurred. The repeated use of the switch of the subject device lead to deterioration. There was a malfunction with the lamp itself. The storage and the operating environment of the lamp and/or the subject device deteriorated the lamp.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use of the clh-250 which the subject device was installed, the subject device was burned out. The damaged subject device was discarded. There was no report of patient injury associated with this event.